Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded fluctuating pace impedance measurements on its left ventricular (lv) channel ranging from approximately 400 ohms to over 2,000 ohms. In addition to the high, out of range pace impedance measurements, the patient's lv lead was noted to exhibit pacing thresholds greater than 5 v. A revision procedure was performed wherein the lv lead was replaced. No further issues have been reported since the time of revision. No additional adverse patient effects were reported. This product remains in service.